Event description:
The patient's device reportedly stopped working. The patient was seen at the implant center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing confirmed that the device was no longer functioning.